Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported customer experience blood glucose was 50 mg/dl which was addressed with juice. Cause for bg was unknown. Customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
Low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. At 6:29 pm, user requested a 9 unit bolus without entering current bg level or carbohydrate gram values. There were no erratic basal rate adjustments. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The cartridge was loaded with approximately 272 units of insulin at 7:15 am on (B)(6) 2019. Review of the individual insulin delivery events showed approximately 121 units had been delivered via basal, 38 units via bolus, and 33 units via the load process when the fill estimate showed 80 units remaining on (B)(6) 2019. There is no indication that unintended insulin was delivered. Complaint could not be confirmed. Making bolus requests and not entering current bg value could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.